Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with left ventricular (lv) lead exhibited diaphragmatic stimulation. Additional information indicated that at the time of the device replacement, the lv lead was capped and a new lead was attempted in response to the patient¿s history of diaphragmatic stimulation. However, the physician was unable to implant the lv lead due to patient anatomy. The patient was presented back to the electrophysiology (ep) laboratory the following day and a new lead was implanted. This lv lead was abandoned surgically. No additional adverse patient effects were reported.